Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer in support of this complaint. Evaluation of photograph provided showed tubes with larger than normal droplets of additive on the tube walls. Due to this, the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube. 100 retained samples were visually inspected, and no additive abnormality was found. Bd was able to duplicate and confirm customers¿ failure mode from the photo received. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes are contaminated. There was no report of impact to patient or user.